Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had scratches on his display for over a year. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage and the customer stated that the scratches make the display difficult to read. The customer was rough on the insulin pump due to walking with a cane; his knees are bad and he has fallen and bounced the device off of cabinets. The insulin pump was otherwise working as designed. The drive support cap appeared normal. The self test passed. The customer was unable to perform a displacement test. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus anomaly noted. The insulin pump was received with severely scratched display window, cracked case at the display window corners and cracked reservoir tube lip.